Event description:
The complaint was reported as: the inspiratory limb of the circuit detached from the column once the circuit had pressure applied to it. This issue was discovered during the leak testing prior to pt use. No pt injury reported.

Manufacturer narrative:
The results of the investigation are not complete at the time of this report.